Event description:
On (B)(6) 2011, pt reported the down button on the infusion device is not responding. Pt stated, he has to wiggle the button around to get it to respond and vibrate. Pt reported, the button does pop back out when pressed and released. Pt stated, he first noticed the issue while attempting to bolus. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.